Event description:
New information notes that the lead had been explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an inappropriate mode switch. The mode swatch was due to far r oversensing and lead noise on the atrial lead. Programming changes were discussed. No patient symptoms were reported. Further information was requested but not received